Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed and appears to be related to the use of the device. One 4 fr sl powerpicc solo was returned for investigation. Use residue was present throughout the device. The catheter appeared to have been trimmed at the 38 cm depth marker. The catheter was flushed with water using a 12 ml syringe and a leak was observed between the 9 and 10 cm depth markers. Microscopic observation of the leak location revealed a horizontal split. Material whitening was present at the split corners. Material wrinkling was also visible along the catheter surface near the split edges. The characteristics of the split are likely caused due to repeated kinking of the catheter leading to material fatigue. The presence of the wrinkling along side the material whitening is indicative of the split propagating along side the kinking area. The event description states "the catheter slipped out 6 cm" which suggest tensile forces may have also contributing to the formation of the split . The catheter was cut near the 9 cm depth marker and dimension measurements were taken. The outer diameter and wall thickness were found to be within manufacturing specification. The product IFU cautions, " caution: to minimize the risk of catheter breakage and embolization, the catheter must be secured in place" and "avoid sharp or acute angles during implantation which could compromise the patency of the catheter lumen." A lot history review (lhr) of recw1423 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the catheter slipped out 6 cm and a hole was found in the catheter. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recw1423 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the catheter slipped out 6 cm and a hole was found in the catheter. No other information was provided.